Event description:
A customer contacted baxter's technical service center regarding a reload set 201 alarm that appeared on the home choice (hc) during the setup. The technical service representative (tsr) explained the alarm. The home patient (hp) was instructed to restart the setup with new supplies. The hc was operational. The probable cause: fluid leak, cracked cassette. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No further information is available. If the sample and evaluation results become available, a follow up report will be submitted.